Event description:
Boston scientific received information that during a routine in-clinic follow up, fault codes were observed and this cardiac resynchronization therapy defibrillator (crt-d) was observed to be in safety mode. It was reported that the patient underwent a coronary artery bypass graft (CABG) procedure and placement of a left ventricular assist device (lvad) five days prior and the device was not in electrocautery mode as the patient had an intrinsic rhythm. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that tachycardia therapy was programmed off in the device as the patient's condition has been deteriorating post CABG procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.